Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer evaluated the device at the customer site. Results of functional testing indicate the therapy pca and capacitor assembly were broken. The therapy pca and capacitor assembly were replaced and the device returned to full functionality. The device was not available for additional investigation as it remains at the customer site.